Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 6935 implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that seven weeks after implant, the right atrial (ra) lead impedance increased to a high, undefined impedance measurement. A lead warning was noted in the trend data. Pacing and sensing was intermittent. The patient was brought in and the lead was tested with the analyzer and found to be within normal measurements. Although it was not visually noticeable, it was suspected that the implantable cardioverter defibrillator (ICD)  header connection may have been loose. The ra lead remains in use, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.